Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The doctor suspected that the electrode was fractured. The system was explanted. There were no additional adverse patient effects.